Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent hip surgery on (B)(6) 2018. The surgeon used an interlocking screwdriver out of the trochanteric fixation nail advanced (tfna) locking tray. During the use of the screwdriver, the tip was bent. No part of the screwdriver broke off but since the tip was bent it was no longer functional. The screwdriver was taken out of service and the case was completed successfully. It was unknown if there was a surgical delay. There was no patient consequence reported. Concomitant device reported: inter-lock screwdriver combined (part 03.010.518, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Event description and concomitant devices corrected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent hip surgery on (B)(6) 2018. During a trochanteric fixation nail advanced (tfna) case the interlocking screwdriver was being used to insert a distal interlocking screw. The surgeon unlocked the screwdriver from the screw head but continued to use the screwdriver to insert the screw. This resulted in the screwdriver tip being bent and is now unusable. No part of the screwdriver broke off but since the tip was bent it was no longer functional. The screwdriver was taken out of service and the case was completed successfully with the use of t25 screwdriver out of the tfna set. It was unknown if there was a surgical delay. There was no patient consequence reported. Concomitant devices reported: locking screw (part number unknown, lot number unknown, quantity unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Lot # 275357 provided by the sales consultant is invalid. Part/lot combination are unknown at synthes gmbh, no DHR review possible. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.